Event description:
Dealer stated that the end user was walking with her 813-a elbow crutch when the rivet that connects the cuff to the cane snapped off. Dealer advised end user fell inside of her home, in the hallway, against the wall, then down to the ground, causing her right elbow and arm to be in pain. End user did not seek any medical attention at this time.